Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement, run current measurement, self-test, off no power, unexpected restart error, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests. The insulin pump was returned with energizer alkaline battery. Download trace history file and showed bg: 106 mg/dl, food intake: 109 grams, bg target: 110-140 mg/dl, correction estimate: -0.100u, food estimate: 6.00u, active insulin: 0.900u, estimate total: 5.90u and 5.9u bolus that were programmed and delivered on (B)(6) 2016 at 4:05 am. The event history file was overwritten and unable to verify unexpected bolus. The insulin pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube and minor scratched lcd window. Data analysis: (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u, (B)(6) 2016 daily insulin total = 0u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was aspiration. The caller did not know the customer's blood glucose at the time of death; however, her blood glucose was 406 mg/dl the morning of her death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. On (B)(6) 2016 the customer had a blood glucose of 21 mg/dl, suffered a seizure, and spent the next ten days in a coma. The customer had a blocked rear passage and difficulty breathing. The customer was given respiratory treatment but she threw up into her lungs and aspirated. The caller stated that the customer was a type 1 diabetic for 54 years. She suffered from neuropathy, distorted feet and toes, carpal tunnel, and the inability to grip objects. The customer had been experiencing kidney failure for years. The caller declined returning the insulin pump.